Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered insulin via bolus and blood glucose (bg) lowered to 53 mg/dl. Glucose was consumed to treat bg level. Recommendation was made for customer to discuss event with a healthcare provider.